Manufacturer narrative:
The motor battery charger was returned to the manufacturer for analysis. Analysis found that a component was damaged. Channel led does not light and the output was 0 vdc. All other channels were functioning normally. Analysis found that the reported event was related to a electrical issue.

Manufacturer narrative:
Onsite functional and visual examination was performed. The battery charger was replaced and the issue was resolved. The system passed a system checkout.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the device was displaying a critical battery error. There were no patients present at this time.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.